Event description:
Patient reported left side exchange with no complaint against the device. Later, healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. Healthcare professional reported, "cut to deflate". This is not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Deflation-ndr: not applicable, as the event is not related to the device. Additional observations: observed, creases on the device. White particles observed, inner the device. Observed, opening on posterior side assessed, as surgical damage. No further actions are required, as the device was implanted.